Event description:
Customer reported rh mistypes when testing 4 samples on the echo. The samples were typed as rh negative, the correct historical type is rh positive. No transfusion reactions occurred as a result of the mistypes.

Manufacturer narrative:
Examination of the results files shows 4 check groups performed twice. Upon initial testing, the rh-d results were negative. All samples resulted positive with repeat testing. The test event logs indicate that during initial testing, the instrument recorded that the anti-d liquid level was 699ul higher than expected. In the second test, the level was given as 547ul lower than expected. These were consecutive runs, suggesting that a bubble was present on the surface of the anti-d reagent. The probe aspirated air and thus gave a negative result in the affected wells. The following limitation appears in the echo operator manual: inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping anti-sera or controls. Shaking will produce foam in the vial that can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error.